Manufacturer narrative:
Correction/removal report number: 3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. The leak was discovered in the pharmacy during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from june 14, 2018 - june 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.